Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for anterior pain post fall, hemarthrosis event is not serious and is considered mild there is a remote possibility that the event is related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2004 date of event (onset): (B)(6) 2022 (left knee) treatment: aspirated prepatellar bursa without any purulent fluid. Patient is also on xarelto so a bleed is likely.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The x-rays provided does not represent the device associated with this complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.